Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drops were seen exiting the infusion set tubing when the customer performed the fill tubing step of the load procedure. In addition, it was reported that air bubbles were seen in the tubing. The customer's blood glucose level was 343 mg/dl. Customer loaded a new cartridge and a cartridge change error occurred. The customer a new cartridge to resolve the issue.